Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from the jaws. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from the jaws. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). Only the cannula was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula shaft and c-ring. Microscopic inspection showed the c-ring to be transected in half longitudinally and melted between the flanking curved parts. It was observed that there is no sign that a piece or component detached or separated from the returned device. The retention rib and the scope wash tubing remained attached to the cannula shaft. Due to incomplete return of the device, the reported failure "material twisted/bent" was not confirmed. The analyzed failure "break, c-ring cut" was confirmed.